Event description:
During bariatric surgery, the surgeon went to use a covidien endo gia 45mm purple staple reload (ref # (B)(4), lot # p9k0549ky) when the signia gun went from reading reload as usable to already being used without firing the load. Another reload was placed on the field and used without incident. No patient harm.